Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this pacemaker exhibited three years remaining longevity approximately two months ago. Recently the remaining longevity was 1.5 years with no changes made to outputs. The magnet rate was 100 paces per minute. Right atrial pacing was 7% and ventricular pacing was 100% in this device dependent patient. Technical services discussed device behavior and it was reported this patient would be seen in more frequent follow ups. No adverse patient effects were reported.

Event description:
Additional information revealed that the health care professional (hcp) reported this pacemaker had reached end of life (eol) however the longevity remaining indicated 1.5 years about three months prior. Boston scientific technical services (ts) discussed battery management and device behavior at eol. This pacemaker was explanted due to normal battery depletion and a new device was replaced. The device was kept at the hospital and will eventually be returned. No adverse patient effects were reported.